Manufacturer narrative:
The technician found the siderail latch shoulder bolt was missing. He replaced the shoulder bolt and nut to repair the stretcher.

Event description:
Info rec'd indicates, the siderail is not latching.